Event description:
A surgeon reported receiving a system message when the system was first powered on. The surgeon then decided to perform two extracapsular cataract extractions (ecce) instead. The surgeon indicated that this alternate procedure takes 20 mins longer than if the system is being used. Ten procedures had to be canceled due to this event. There was no pt harm reported.

Manufacturer narrative:
Add'l info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reported info becomes available. (B)(4).